Event description:
It was reported by service report that the siderails are broken with exposed sharp edges and the o2 holder pad is missing causing the o2 bottle to not be secured in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
O2 bottle holder pad; exposed sharp edge on broken siderail assembly.